Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5115075 this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, it was reported the velocity broke while advancing. Therefore, the velocity was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00146 1. Section g. Box 3. Report source. Please note that the device associated with this complaint was expected to be returned; however, the device has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.